Event description:
It was reported to vyaire medical that the bellavista ventilator has alarm 401 "inspiration valve or device leaky". At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10. Result of investigation: the root cause of the issue was due to user fault. Blower overheating due to lack of maintenance / filter exchange combined with not reacting on blower temperature alarms caused damage of blower unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.